Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with the guiding catheter and/or other devices resulted in the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 4.50 x 15mm nc trek balloon dilatation catheter (bdc) was used to dilate a stent via the right radial artery. The balloon of the bdc was inflated once at 12 atmospheres. During deflation, negative pressure was held for one minute and the balloon fully deflated; however, the bdc could not be retracted into the guiding catheter. The devices were removed as a single unit. Additional vessels were successfully treated via left radial access. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.